Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based only on description of event. This complaint concerns a patient treated for a symptomatic penetrating aortic ulcer. Two month post-procedure a new ulcer proximal to the stent graft was reported. A secondary intervention was performed to treat the new ulcer 10 month post-procedure. The ulcer was considered likely to be device related. However, without imaging it was not possible to determine the location and the exact root cause of the ulcer. The patient died of stroke on (B)(6) 2017 which is considered not device related. Cook medical will re-open investigation if additional information is received. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at time of enrollment the patient presented with a symptomatic penetrating aortic ulcer. The patient experienced back/chest pain prior to the index procedure. On (B)(6) 2016 (one day pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. There was vessel wall thrombosis in the proximal aortic neck > 50% of circumference. The maximum aneurysm diameter was 12 mm. The proximal neck diameter was 23 mm. The distal neck diameter was 23 mm. On (B)(6) 2016 the patient underwent surgery due to his penetrating aortic ulcer. Following component was implanted successfully during the index procedure: one proximal component (catalog # zta-p-26-105, lot # e3317254). Lsa wasn¿t covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 3. No additional procedures was performed during index procedure: no reportable adverse events were observed. On (B)(6) 2016 (62 days post-procedure), the one month follow-up imaging was performed. It revealed an aneurysm/ulcer diameter of 0 mm. The total length of covered aorta was 105 mm. There was evidence of a new ulcer proximal to the stent graft. On (B)(6) 2017 (296 days post-procedure), the site performed a secondary intervention to treat the new ulcer. A proximal extension was placed. The secondary intervention was successful. The site reported that the new ulcer could have been produced by hurting the vessel and they have therefore considered this a device issue. Patient outcome: the patient died of a stroke on (B)(6) 2017.